Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final reopened investigation and correction to previously reported information. Corrected fields: b5, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the sediment/foreign material could not be identified. It is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope had significant sediment in the jet channel, and deposits on the fiber optic armor. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the identified failures is cause traced to failure to follow instructions. The event can be prevented by following the instructions for use which state: the use of products that contain silicone can cause deposits of white foreign material. Silicone is for example included in simethicone, a defoaming agent, lubricants and so on. If the customer used them, there was risk that foreign material remained in the channel even if the reprocessing was conducted in accordance with IFU. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope it was reported their was significant sediment in the jet channel, and deposits on the fiber optic armor. There were no reports of patient involvement. During investigation white foreign material found in multiple locations throughout the entire scope.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope it was reported their was significant sediment in the jet channel, and deposits on the fiber optic armor. There were no reports of patient involvement.